Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue main body of the returned transfer set. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. The reported condition of a connection issue between the transfer set and titanium adapter was not verified; however, it was noted that the female connector was separated from the light blue main body. The cause of the separation between the female connector and the main body was insufficient solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd)transfer set and titanium adapter; further described as ¿unable to fit tightly into patient end tube¿. This was observed during drain for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the titanium adapter and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.